Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the balloon ruptured at 10 atm. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported, and the patient was good post procedure.